Event description:
Complainant alleged that the autopulse platform turns on and immediately shuts off, then a user advisory (ua) 16 (timeout moving to take-up position) message appears. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and the bottom and front covers were damaged. Fluid ingress was also observed inside the platform. The platform was functionally tested and the reported issue of the platform displaying a user advisory 16 (timeout moving to take-up position) was confirmed. Further inspection of the platform identified that this was caused by the drive train motor brake being rusted and subsequently seizing. As a result, the brake gap was out of specification. After cleaning the rust off and re-adjusting the brake gap back within specification, the platform passed functional testing. A review of the archive was performed and no user advisories were observed to have occurred on the reported event date of (B)(6) 2015. However, multiple ua 16 codes were seen on (B)(6) 2015, thus confirming the reported complaint. Based on the investigation, the part(s) identified for replacement were the bottom and front covers. The observed fluid ingress was also cleaned. In summary, the reported complaint was confirmed during functional evaluation as well as review of the archive. The issue is attributed to the drive train motor brake being rusted and subsequently seizing. Following service, including cleaning the rust off and re-adjusting the brake gap back within specification as well as replacing the damaged covers, the platform passed all testing criteria.

Manufacturer narrative:
Product in complaint was returned to zoll on 1/21/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.